Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired in (B)(6) 2010. The device was explanted, and was received by boston scientific in (B)(6) 2010. There were no allegations against the device while it was implanted.

Manufacturer narrative:
The explanted device was returned from a competitive manufacturer. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) battery status after experiencing two charge times greater than the charge time limit. End of life (eol) battery status was then declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.